Manufacturer narrative:
12/16/96 - supplemental report #1 submitted to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.

Event description:
During a laparoscopic banding procedure. The safety shield would not retract to penetrate the tissue. The surgeon used applied another instrument. The hosp has reported that no pt injury occurred.